Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance measurements of greater than 2000 ohms. There was also no capture at maximum outputs on the lv lead. A lead fracture was suspected, however it was not able to be confirmed. Subsequently a revision procedure was performed where the lv lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.